Event description:
Adverse event(s): metal fragment removed one day post op (surgical procedure, additional). Product problem(s): metal fragment (particulates). The facility scrub technician reported a metal fragment was removed from the patient's eye the day after surgery. The surgeon believes the metal fragment is from the phaco tip. The facility does not re-use phaco tips. The surgeon stated the surgery went as planned. No particles were noted during surgery. The surgeon stated the patient is doing fine.

Manufacturer narrative:
The metal fragment has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with (B) (4) when additional reportable information becomes available. (B) (4)